Event description:
It was reported that the front case was damaged. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case was broken. It was also noted that the high rate cover and caution label were missing, the lower case, both bail covers and ring cover were broken, one case screw was missing, the ring was bent, the battery flex was corroded and the serial number label was torn.